Event description:
The customer stated that she was hospitalized for hyperglycemia with a blood glucose reading of 612 mg/dl. The customer stated that she felt nauseous and felt like she was going to vomit. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she would feel more comfortable with a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.